Event description:
Additional information was received from the customer. The procedure name was therapeutic. The procedural outcome was that the procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of the light guide [fiber] bundle is broken, cable wire(universal cable) is scratched and flashing image and purple screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the insertion tube and universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had a light beam that was dark. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.